Event description:
The pt was taken to the or as an emergent case. The aorta was very tortuous and had an "s" curve. After the zenith components were placed, a kink was noted in the left iliac leg, so a balloon expandable stent was placed. The procedure was completed without further complications. An unk time after the procedure, the pt returned to the hosp with pain and was noted to have an occlusion in the left leg graft. An intervention was performed in an attempt to open the occlusion, but was not successful and the pt expired.

Manufacturer narrative:
Evaluation: this event is still under investigation.